Manufacturer narrative:
(B)(4). Concomitant medical products: cat# p0561e50 avan e1 insert 28 s 50 lot# 0001386570. Cat# 00811400110 femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length lot#64493868. Cat# p0463050 avan cmntd shell ss 50mm lot# 0001354635. Report source: foreign country: (B)(6). No product was returned or pictures provided of the head involved in the complaint; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a dislocation of the right hip arthroplasty. There is no evidence of fracture. Bone quality is osteopenic. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision approximately 1 month post initial implantation due to a dislocation. Subsequently, the patient was revised again approximately 1 year and 9 months later due to another dislocation. No further event information available at the time of this report.